Event description:
Customer reported unexpected negative reactions when testing a pt sample tested on galileo. Testing performed was during validation of the instrument, no pt results were reported. Customer states that an anti-k, anti-fya, and possible anti-jsa reacting 1-2+ were detected when the sample was previously tested, approx a month ago, by manual tube method using peg as a potentiator.

Manufacturer narrative:
The reactivities of the k and fya antigens were confirmed on retention capture-r ready-screen (I and ii), lots x177, x179, and x184 and capture-r ready-ID, lot id081. The customer was testing a specimen that was approx a month old and did not retest the sample by the tube method to verify the reactivity of the antibodies upon prolonged storage. The customer did not return product or sample for investigation, it is not possible to rule out the sample as a cause of the event.